Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. Troubleshooting was unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an unrelated surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.